Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Completed adverse event questionnaire was received from the customer. According to the questionnaire responses, the patient reported she felt a shock from the electrodes. The electrodes were changed out but still the patient complained of shocking coming from the frontal/channels. No medical attention was needed. There are no CAPA's related to this issue. This complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) xltek eeg psg ras, hazard ID - 3.1, severity 11 - critical, risk is considered moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Install date: 006562o3529 - july 21, 2020. Affected breakout box was returned. Awaiting investigation results.

Event description:
Emu40ex breakout box-refurb - the customer reports that when connected to a patient with electrodes, some shocks are being sent to the patient via fp1 and fp2. They used the same headbox on a different patient and the shocking still happened. No medical attention was needed.

Manufacturer narrative:
Follow up ref to natus complaint# (B)(4). 28-sep-2022: investigation results were received. Engineering evaluated the unit. Engineering observed no other damage on the device. Some electrode connectors, including fp1, fp2, ref and gnd had a faint black residue ring, which was easily wiped away with 70% isopropyl alcohol wipe. Therefore leading to the conclusion that this residue was dirt and grime, rather than corrosion damage from static shock/discharge. Engineering ran a 24 hour long study on neuroworks with the device and no voltage spikes or other concerning events were observed. The device was able to measure the input signals as expected. Leading to the conclusion that the device is functional as expected. The conclusion is that any shock event occurred as an unrelated external event from other equipment, or the environment in which the device was used in. Faillure confirmed: no. Investigation result code: neuro sbu/no issues noted. Closure rationale: complaint could not be verified, monitor for future occurrence.

Event description:
Emu40ex breakout box-refurb - the customer reports that when connected to a patient with electrodes, some shocks are being sent to the patient via fp1 and fp2.they used the same headbox on a different patient and the shocking still happened.no medical attention was needed.